Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): main printed circuit board is out of electrical specification. Upper and lower cases, both bail covers, and battery drawer are broken. Battery contacts are compressed. One bail is missing. The ring is bent.